Event description:
It was reported that the device has a cassette error. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. No physical damage or defects noted on device. The customer reported issue of "the device has a cassette error¿ was confirmed through downstream occlusion (dso)/upstream occlusion (uso) test. The cause of the reported issue was the dso sensor not detecting pressure, thus not properly detecting an attached cassette. Dso bezel and dso sensor were replaced. The service history review identified this repair, and the current complaint is related, as the parts which are the root cause of the current issue (dso bezel and sensor) were replaced during the previous repair.